Event description:
It was reported that there was a loss of visualization and surgical delay greater than 30 minutes.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: repair details: reported defect: (B)(4). The customer reported visual issues when the 1488 ccu and camera were in use during a cardiac case. The customer reported changes in ratio of screen, plus issues with aspect and colour. There was also intermittent recognition of the camera with the test screen appearing during use. Another stack was used to complete the case. There was a prolongation of surgery of 60 minutes, resulting from difficulties relating to the visual disturbance (as opposed to swapping out the stack) the camera had functioned as expected during set up. This was the first time the devices had been used during a case. Action taken: inspected internal components/ connections. Tests: function test. General inspection. Soak test. Pressure seal test - camera head electrical safety test - est107912 passed all tests unable to duplicate reported defect, no faults found. Probable root cause: - cables - connectors - digital board - main board - transition board - fiber board - intermittence between transition board and ch connector - software - camera head - coupler - connected monitors - use error - manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a loss of visualization and surgical delay greater than 30 minutes.